Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. Upon arrival, the fse found fluid leaking under the lh750 analyzer. The leak was no longer contained. The fse inspected the instrument and found the differential mixing chamber had a small crack at the waste port. The fse replaced the differential mixing chamber resolving the leak. The fse verified repair per established procedures; results meet published performance specifications. Failure mode of the leak was attributed to the differential mixing chamber. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 20 ml of liquid was leaking inside the coulter lh 750 hematology analyzer. The customer indicated that the leak was contained within the analyzer. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.